Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure in the left atrium, the patient experienced atrioventricular block (avb) 3rd degree induced during ablation. The patient had to be paced from the ventricle temporarily until the atrioventricular (av) node recovered. The first avb occurred when the physician intended to consolidate substrate in the left atrium with pulse filed (pf). The patient showed quick recovery, but a subsequent avb occurred with pf in the same location. The patient was paced via the catheter inside the ventricle and slowly recovered. Due to ongoing slow heart rhythm, pacing via the catheter was performed again. Finally, an additional rva (right ventricular apex) catheter was added to perform pacing from the ventricle. The av-node recovered, and the patient left the procedure in sinus rhythm. The case was completed. No further patient complications have been reported as a result of this event.